Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of failed downstream occlusion pressure was not reproduced. Review of the service record revealed that the device was tested for downstream occlusion detection and the pump was able to properly recognize a downstream occlusion. A review of the event history log (ehl) revealed "downstream occlusion!" Alarms. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be force sensor calibration out of specification. The force sensor will be calibrated to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump failed downstream occlusion pressure testing in the biomedical service department. There was no patient involvement. No additional information is available.